Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 33 mmol/l and the current blood glucose level was 18.6 mmol/l. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injections for high blood glucose level. Customer did not experience any symptoms related to high blood glucose level. The insulin pump will be returned for analysis.